Event description:
The pt was injected in the nasolabial folds and the glabellar area. The pt allegedly developed redness, lumpiness, and itchiness in the injected area. The area also spontaneously drained. The pt was treated with amoxicillin (875mg), dicloxacillin (500mg), medrol dose pack, steroids, and benadryl.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.